Event description:
As reported by field clinical specialist, four years post implant of the 23mm sapien 3 valve in the aortic position via transfemoral approach, a valve in valve was performed due to stenosis. Per medical record review, fours years and one month post implant, the patient was having worsening heart failure symptoms. A limited two-dimensional echocardiogram revealed mean systolic gradient across the aortic valve greater than 50 mm hg with a preserved ejection fraction and rapid atrial fibrillation. Tee showed a malfunctioning 23 mm edwards sapien 3 aortic valve. The prosthesis had a reduced range of motion. There was severe stenosis. There was mild regurgitation, with a single jet directed centrally in the lvot. No paravalvular regurgitation noted. Av mean systolic gradient was 66 mmhg. Av peak systolic gradient was 97 mmhg. Av valve area by the velocity-time integral method was 0.38 cm2. The patient was recently intubated for respiratory failure and had severe bioprosthetic aortic valve stenosis. Under general anesthesia, the patient had a valve in valve (23mm s3 ultra in a thv) in the aortic position via left common femoral artery transfemoral approach. The implant was a success. No edwards device malfunctions were listed. After valve deployment tte revealed the noted baseline small pericardial effusion appeared to be a larger effusion. Patient was monitored, after discussion with cardiac surgery, a pericardiocentesis with removal of 350 cc of bloody fluid was performed. Continued monitoring as performed and the patient was taken to the operating room for further evaluation.

Manufacturer narrative:
The valve remains implanted. Investigation is ongoing.

Manufacturer narrative:
The device was discarded. As no product was returned, no visual inspection, functional testing, or dimensional testing could be performed. No imagery was provided for review. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial number from the related work order and revealed no other complaints relating to the complaint codes below. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. IFU commander delivery system with s3 was reviewed. It warns, accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Additionally, valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from october 2021 - september 2022 for the sapien 3 valve (all models and sizes) was performed with the related codes identified. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event: patient factors (hyperlipidemia, stenosis, leaflet motion restricted). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The stenosis, leaflet restriction and central leak were confirmed based on medical record. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, ''four years post implant of the 23mm sapien 3 valve in the aortic position via transfemoral approach, a valve in valve was performed due to stenosis [ava 0.38cm2].'' Per medical record, the patient has hyperlipidemia. Hyperlipidemia has been found to be associated with aortic valve stenosis and has been found to resemble the inflammatory process of atherosclerosis in many studies. Patient with hyperlipidemia may be predisposed to bioprosthetic calcification, leading to valve stenosis overtime. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the reported event. Regarding the motion restriction, the patient had severe stenosis. When the valve stenosed, the leaflets become stiffened, which likely disrupted or restricted the leaflets motion. As such, available information suggests that patient factors (stenosis) may have contributed to the reported event. Regarding the central leak, the leaflet motion was restricted due to stenosis. As a result, the leaflet cannot be fully closed during diastole cycle, leading to central regurgitation. As such, available information suggests that patient factors (leaflet motion restricted/ stenosis) may have contributed to the complaint event. Since no product non-conformance was identified, a product risk assessment (pra) is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.